Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The cause of low bgs was unk. The nurse stated that the customer has been off pump since the day before the call.